Event description:
The anchor broke during surgery. Returned device shows the anchor has broken at the suture window. The bridge area that connects the tip to the anchor body is missing pieces. No additional information available at this time.

Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the suture window. The bridge area that connects the tip to the anchor body is missing pieces. Both tines of the inserter are bent inward, a condition consistent with off axis insertion. Additional information has been requested as to technique used to insert anchor. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).